Manufacturer narrative:
Investigation: as there is no sample and photo returned for investigation, a review of the past 12 months qn was performed. No qn related to reported defect was raised. Therefore the root cause cannot be determined.

Event description:
It was reported that the safety mechanism failed with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: the cannula`s safety mechanism did not work. (B)(6) 2019 an email: there was patient`s blood involve and safety issue, but not needle stick injury. And there was only one piece of cannula. The needle has the contact with the patient`s blood, but the nurse has not contact with the patient`s blood. In finland they don`t wear protecting gloves in a basic cannulation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism failed with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: the cannula`s safety mechanism did not work. On (B)(6) 2019 an email: there was patient`s blood involve and safety issue, but not needle stick injury. And there was only one piece of cannula. The needle has the contact with the patient`s blood, but the nurse has not contact with the patient`s blood. In finland they don`t wear protecting gloves in a basic cannulation.